Event description:
This report is linked to mfg report numbers 3004608878-2024-00018 and 3004608878-2024-00019: a facility reported that during use of the mayfield swivel adaptor (a1018) the staff assisted in turning the patient to the prone position onto the operative table, and upon adjusting the head clamp to the desired position, staff noticed the clamps shifting and not adequately locking. The head pins and clamp were repositioned and applied; however, the positioning was still not optimal. Bleeding from pin sites occurred and original pin sites were stapled closed. A replacement headrest was used and the mayfield pins, base and clamp were quarantined.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit found no device deficiencies that would have contributed to the reported complaint, and no issues were observed. The swivel adapter functions as it should; the swivel sleeve spins freely and locks into position when attached to the 6in transitional. The teeth on both the sleeve and body are in good shape and do not move when meshed together. The unit was last serviced in july 2023; therefore, it is recommended that the unit be serviced as a precaution. The swivel sleeve, washers, retaining rings and label were all replaced, and general cleaning and maintenance were performed. Further, since an injury has been reported, the unit was sent to quality engineering (qe) for further investigation, and qe confirmed the findings of the initial investigation, and no additional deficiencies were noted. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal positioning of the patient in the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.